Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that the catheter was shifting significantly on the carto 3 system at the time of ablating. The catheter was replaced, and the issue was resolved. The procedure was completed without patient consequence. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 03-jun-2024, there was reddish brown material inside the pebax and peek housing and a hole on the pebax with internal parts exposed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-jun-2024.

Manufacturer narrative:
The device was returned for evaluation. The returned device's visual inspection and magnetic sensor functionality test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside the pebax and the peek housing and a hole on the pebax with internal parts exposed. The device was connected to the carto 3 system and it was recognized; however, errors 105 and 106 were displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed, and no internal actions related to the complaint were found during the review. The visualization issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The reddish material inside of the pebax and peek housing could be related to the hole on the pebax, however, this cannot be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).